Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the chronic right ventricular lead had high impedance on the day of the device change out, but has normalized since, and that the lead integrity alert was tripped two days later. It was also reported that since the device change out, the lead thresholds had increased, and many non-sustained tachycardia episodes were recorded, suggesting the possibility of oversensing. The lead is still in use. No patient complications have been reported as a result of this event.